Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels of 22.3 mmol/l and the insulin pump received no delivery alarms. Troubleshooting was performed. The customer was advised to change the entire system. The product is not expected to return for analysis.